Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy under the electrodes. There was no alleged device malfunction contributing to the rash. The patient¿s pharmacist prescribed a cortisone cream for the rash. Follow up indicated that the rash improved.